Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell into the river while wearing his insulin pump; the device alarmed button error. The customer attempted to dry the device with a hair dryer. The patient's blood glucose at the time of incident was 446 mg/dl, which he stabilized by using a manual insulin injection. Troubleshooting was initiated for the insulin pump. The customer had to remove the battery in order to reset the insulin pump; however, the unresponsiveness of the buttons persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. However, the insulin pump was received with the currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.